Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The silk road medical enroute® transcarotid stent system instructions for use indicates that the use of the transcarotid stent system is contraindicated in patients with known allergies to nitinol (under section 4.0 contraindications). Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
On june 15, 2022, silk road medical was made aware that approximately two days after a transcarotid artery revascularization (tcar) procedure in (B)(6) 2022, the patient experienced persistent rash and full body itchiness, and the symptoms were ongoing for more than two months despite changing all the patient's medications. Per the physician, the patient had a nickel allergy or a bodily reaction/response to the nitinol within the enroute stent. The enroute stent was explanted on (B)(6) 2022.